Event description:
New information received notes that programming interventions were made.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.